Manufacturer narrative:
[(B)(4)].

Event description:
It was reported a revision surgery was performed due to pain and an unbalanced knee. The poly was exchanged during the revision.

Manufacturer narrative:
(B)(4).